Event description:
It was reported that the patient had a postoperative infection and was prescribed with antibiotics via a peripherally inserted central catheter (PICC) line. The patient also had a washout of the battery pocket site and was reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.